Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring before the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccur.